Event description:
It was reported that during a lap appendectomy procedure, 12 hrs post operatively, the pt was readmitted for bleeding. The surgeon found a lot of clotting at the staple line. The pt received three liters of blood. The device fired fine with a blue load on the appendix and a white load on the meso appendix. The pt has since been discharged. Please note the appendix was free and not difficult and there was no diverticular disease to speak of. There was very little blood loss during the procedure.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.